Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approx 14 months post stent graft implant the physician requested information regarding a talent aortic cuff to repair an aneurx stent graft that has migrated. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent.